Manufacturer narrative:
Results: the jet7 was fractured approximately 51.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is forcefully manipulated during use, damage such as a kink and subsequent fracture may occur. No other device associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, the physician inserted the neuron max into the patient, then used the 3maxc and guidewire to bring up the jet7 to the target vessel. Next, the physician completed two passes using the jet7. Upon removal of the jet7 after completion of the second pass, the physician flushed the jet7 with saline and noticed that it was broken at the proximal end and mid-shaft; therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) with the same 3maxc and neuron max. There was no report of an adverse effect to the patient.